Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that they had evaluated the device but were unable to duplicate the reported issue. The device will be returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that following the successful delivery of a 50 joule shock to a patient during a cardioversion procedure, that their device locked-up and became nonresponsive. The customer advised that they removed and reinstalled the device's batteries to resolve the reported issue. The device was then used to continue care. The patient, an (B)(6) female, had been experiencing afib with a narrow complex at a rate of 180bpm. The patient was stabilized at the hospital before being transferred to a higher level of care for additional treatment.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the issue. Physio downloaded and reviewed the device's electronic records but the files had no information from the reported event date. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that following the successful delivery of a 50 joule shock to a patient during a cardioversion procedure, that their device locked-up and became nonresponsive. The customer advised that they removed and reinstalled the device's batteries to resolve the reported issue. The device was then used to continue care. The patient, an 83 year-old female, had been experiencing afib with a narrow complex at a rate of 180bpm. The patient was stabilized at the hospital before being transferred to a higher level of care for additional treatment.